Event description:
Attempting to close radio frequency ablation (rfa) with perclose and the footplate became stuck, attempted to manually remove perclose without success. Patient went to or to have cutdown to remove perclose. Manufacturer response for perclose proglide 6 fr, perclose (per site reporter). Representative in to pick up device and return.